Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir with insulin there are bubbles between the rings at the bottom. Customer stated that she noticed that this also had an influence on the blood glucose of her daughter who had a higher blood glucose than usual. Customer¿s mother knows perfectly how to fill the reservoir and also that she first has to move the reservoir up and down to loosen up the rings. The device will not be returned for analysis.